Manufacturer narrative:
3 of 3 device were returned for evaluation. Evaluation of 3 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. This report summarizes three malfunction events where a midwest phoenix pro handpiece won't hold burs. There were no injuries.